Event description:
Users observed huge tidal volume fluctuations during scmv ventilation. E.g. Vt set to 400ml, observed vte was at 180ml, but waves were " as expected ("normal") and did not show any abnormalities matching the fluctuations". Attached video shows fluctuations between 230 and 429ml (breath to breath) with tidal set to 430ml while waves look identical. Humidification and nebulization are in use, flow sensor shows condensation and water must be removed from the system regularly. H900 is set to 34°c chamber and 36°c y-piece. Leak was sometimes shown to be 10-30%, breathing circuit did not have any leaks, situation persisted after bc change. Patient has a thoracic drain, but no leakage was observed. Patient is passive (sedation and relaxation). Further information will be added when available. - pat. With history of heavy smoking, severe copd (gold IV d), ph of 7 on arrival, acute respiratory failure => intubation and subsequent pneumothorax (drain inserted, still in situ). - peep 5mbar + intrinsic peep 2-3mbar - scmv, vt ca. 430ml, rate = 8 b/min, I:e = 1:5, pause = 10%, resistance of 30mbar/(l/s)

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective pressure sensor assembly (psa). In consequence the pressure sensor assembly has been replaced. There was no patient or user harm.